Manufacturer narrative:
Additional info: visual review and functional evaluation did not identify crack, fracture or breakage; the instrument tips open and close without issue on the bench, and appears to function as intended. Optical inspection identified plastic deformation on the upper portions of the male extender mas head interface features. The deformation of the interface features are consistent with excessive force during usage of the instrument.

Event description:
It was reported that the patient underwent an anterior and posterior spinal surgical procedure. It was reported that the left l5 setscrew could not be placed successfully. An additional incision was performed to insert the setscrew with an open procedure. The set screw and rod were replaced with new implants. This extended the case 60 minutes. The patient underwent a revision surgery 10 days post-op due to neurological damaged from the competitors cage that was placed via alif. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).